Event description:
The customer reported via phone call that insulin continued to drip after the act button was released during the fill tubing process. The customer changed out their infusion set to resolve the issue. Troubleshooting did not occur because the customer discarded their supplies. Customer also reported their blood glucose rising to 400 mg/dl. Customer has reverted to multiple daily insulin to treat for their blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.